Manufacturer narrative:
Per tandem user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over de¬livery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the infusion set tubing with insulin while attached and approximately 29.5 units of insulin was delivered to the customer. Blood glucose (bg) level was 305 bg/dl upon arrival to the emergency room (ER). Medical staff monitored the customer's bg. Customer's bg dropped to approximately 40-50 mg/dl. A glucose tablet was given to the customer to treat low bg. Customer left the ER with bg 151 mg/dl and in stable condition.